Event description:
It was reported that the burr became stuck in the lesion. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 1.50 mm rotapro and rotawire were selected for percutaneous coronary intervention (pci). During the procedure, the physician wanted to de-bulk calcium prior to stenting and used the 1.50mm burr successfully. However, when the device was upsized to a 1.75mm rotapro, the burr got stuck in the vessel (left main) while advancing into the lesion. The physician managed to retrieve the 1.75mm burr by tugging it gently into the advancer, along with the rotawire, while in dynaglide mode. Because the lesion had already had rotablation with the 1.50 burr, the lesion was stented to complete the procedure. There was no patient injury, and the patient was stable after the procedure.